Event description:
Hcp reported the pump was removed because the "pump stopped flowing." The pump was not refilled until 34 days post implant; it was a "dry pump." The pup was explanted and then returned to the MFR or analysis. A follow up report will be sent when additional info is obtained.